Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 226 mg/dl three hours post supper. The customer¿s expected blood glucose test result ranges are: morning: 90's mg/dl fasting before breakfast, 109 mg/dl 3 hours after breakfast, noon: under 112mg/dl before lunch, 109-112mg/dl 3 hours after lunch, night: 100-111mg/dl before supper, 100-111mg/dl 3 hours after supper. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 224 mg/dl using truemetrix air meter; customer stated that she expected to obtain 120-130mg/dl non-fasting. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 25-jul-2021 and open vial date is 04/25/2020. The meter memory was reviewed for previous test result history: (B)(6).